Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed soft cannula infusion set and cartridge and resumed insulin for all events. There was no adverse impact to customer¿s blood glucose level.